Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -17.0/+5.5/171 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a larger lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a liquid inside a vial. Visual inspection found the lens haptic torn and the torn piece missing.